Event description:
Customer reports obtaining discrepant blood glucose results of 199 mg/dl and 32 mg/dl back to back within 10 minutes while using the advantage system. Customer reports "feeling sick to the stomach and had a headache" so he sat down for a minute and self treated with orange juice. No other actions were reported taken or other treatment received. A request was made for the return of the suspect device and replacement product was sent.